Manufacturer narrative:
Additional information: product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent a spinal procedure and during the surgery, one screw slipped and was replaced to complete the surgery. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(4).